Event description:
It was reported that psee60a device was inactive, the battery seemed to be dead during the 9th cartridge firing. Hcp a. R. Was doing mini-bypass surgery. The knife seemed to be still in place, not fired. The firing button was inactive. 8 cartridges were fired successfully with the same device. The battery was very hot after 8 firings. Surgery delayed 10 minutes due to the event. A new device was used to successfully completely the case. No patient consequences noted.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. D4: batch #312a94. H6: component code- g02, g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. In addition, no battery pack was returned for analysis. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the red motor wire was noted to be not properly assembled in the motor terminal, and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. In addition, evidence of corrosion was noted on the motor, one possible cause for this condition may be the exposure of cleaning solution. The damage to the motor wiring has been potentially related to a manufacturing process. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.